Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6) (r919405601). It was reported that on (B)(6) 2025, an 25mm epic max valve was successfully implanted in patient. On (B)(6) 2025, it was noted that there was severe aortic valve perivalvular and intra-valvular regurgitation. There was also thickening of the mitral valve anterior leaflet and severe mitral regurgitation. On (B)(6) 2025, the decision was made to explant the 25mm epic max valve and replace it with an unknown device as part of a bentall procedure. The patient also underwent a mitral valve replacement using an unknown mechanical mitral valve. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, an 25mm epic max valve was successfully implanted in patient. On (B)(6) 2025, it was noted that there was severe aortic valve perivalvular and intra-valvular regurgitation. There was also thickening of the mitral valve anterior leaflet and severe mitral regurgitation. On (B)(6) 2025, transesophageal echocardiography (tee) showed thickening of leaflets and a moderate periprosthetic leak of the 25mm epic max valve. The patient remained asymptomatic during admission until (B)(6) 2025, when lower extremity edema and mild dyspnea appeared. A control transthoracic echocardiography (tte) on (B)(6) 2025, revealed evident worsening compared to the previous study. In addition to the periprosthetic leak, severe intra-prosthetic aortic insufficiency was observed, with the regurgitant jet occupying the entire left ventricular outflow tract (lvot) and a time to half pressure (thp) of 130 milliseconds. Endocarditis was noted to have affected the native mitral valve of the patient. On (B)(6) 2025, the decision was made to explant the 25mm epic max valve and replace it with a 23mm sjm masters series coated aortic valved graft as part of a bentall procedure. The patient also underwent a mitral valve replacement using an unknown mechanical mitral valve. It's noted that prior to the explant procedure, three blood cultures were performed. The first two tested positive for enterococcus faecalis. The third blood cultures did not have any germs isolated, due to antibiotic treatment. Similarly, analysis of the explanted 25mm epic max valve did not reveal growth of any bacteria or fungi. The patient have a history an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a nonsterile object or endocarditis. The endocarditis was confirmed by blood cultures and echocardiographic findings. It's noted that the patient's first sign was a left hemispheric ischemic stroke secondary to left m2 occlusion. The patient underwent a thrombectomy. Thereafter, the patient clinical condition improved. However, days later the patient began to experienced signs of congestive heart failure. The cause of the patient's perivalvular leak and intra-valvular regurgitation are attributed to the endocarditis. The cause of the patient's thickening of the mitral valve anterior leaflet and severe mitral regurgitation is attributed to endocarditis affecting the mitral-aortic curtain, which was inflamed but without an abscess. Furthermore, there was involvement of the anterior leaflet of the mitral valve with rupture of the chordae, while the posterior leaflet remained unaffected. The endocarditis was caused by e. Faecalis. However, the patient did not present any common risk factors. Patient denied any urinary or digestive symptoms in the previous months and had no altered bowel rhythm or constitutional symptoms. The patient was reported discharged on (B)(6) 2025, at the first postoperative follow-up (june 24), he was already complaining of significant fatigue, which was confirmed at the second follow-up (B)(6). On (B)(6), the patient attended a cardiology examination, where an electrocardiogram revealed atrial flutter. It was ultimately deemed that the patient would not be a candidate for cardioversion, and the decision was made to maintain a heart rate control strategy. It was reported that on (B)(6) 2025, an 25mm epic max valve was successfully implanted in patient. On (B)(6) 2025, it was noted that there was severe aortic valve perivalvular and intra-valvular regurgitation. There was also thickening of the mitral valve anterior leaflet and severe mitral regurgitation. On (B)(6) 2025, transesophageal echocardiography (tee) showed thickening of leaflets and a moderate periprosthetic leak of the 25mm epic max valve. The patient remained asymptomatic during admission until (B)(6) 2025, when lower extremity edema and mild dyspnea appeared. A control transthoracic echocardiography (tte) on (B)(6) 2025, revealed evident worsening compared to the previous study. In addition to the periprosthetic leak, severe intra-prosthetic aortic insufficiency was observed, with the regurgitant jet occupying the entire left ventricular outflow tract (lvot) and a time to half pressure (thp) of 130 milliseconds. Endocarditis was noted to have affected the native mitral valve of the patient. On (B)(6) 2025, the decision was made to explant the 25mm epic max valve and replace it with a 23mm sjm masters series coated aortic valved graft as part of a bentall procedure. The patient also underwent a mitral valve replacement using an unknown mechanical mitral valve. It's noted that prior to the explant procedure, three blood cultures were performed. The first two tested positive for enterococcus faecalis. The third blood cultures did not have any germs isolated, due to antibiotic treatment. Similarly, analysis of the explanted 25mm epic max valve did not reveal growth of any bacteria or fungi. The patient have a history an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a nonsterile object or endocarditis. The endocarditis was confirmed by blood cultures and echocardiographic findings. It's noted that the patient's first sign was a left hemispheric ischemic stroke secondary to left m2 occlusion. The patient underwent a thrombectomy. Thereafter, the patient clinical condition improved. However, days later the patient began to experienced signs of congestive heart failure. The cause of the patient's perivalvular leak and intra-valvular regurgitation are attributed to the endocarditis. The cause of the patient's thickening of the mitral valve anterior leaflet and severe mitral regurgitation is attributed to endocarditis affecting the mitral-aortic curtain, which was inflamed but without an abscess. Furthermore, there was involvement of the anterior leaflet of the mitral valve with rupture of the chordae, while the posterior leaflet remained unaffected. The endocarditis was caused by e. Faecalis. However, the patient did not present any common risk factors. Patient denied any urinary or digestive symptoms in the previous months and had no altered bowel rhythm or constitutional symptoms.

Manufacturer narrative:
It was reported that there was severe aortic valve perivalvular and intra-valvular regurgitation after more than two months of successful epic valve implant. Also reported valve replacement due to thickening of the mitral valve anterior leaflet, severe mitral regurgitation, thickening of leaflets, moderate periprosthetic leak, lower extremity edema, mild dyspnea, severe intra-prosthetic aortic insufficiency, endocarditis and left hemispheric ischemic stroke. The patient underwent a thrombectomy. However, days later the patient began to experienced signs of congestive heart failure. The patient complained of significant fatigue, the cardiology examination revealed atrial flutter. Information from field indicated that analysis of the explanted epic valve did not reveal growth of any bacteria or fungi. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on information received, the reported incidents of perivalvular leak, intra-valvular regurgitation, thickening of the mitral valve and severe mitral regurgitation appear to be cascading effects of endocarditis, reportedly caused by e. Faecalis. However, the exact cause could not be conclusively determined. The cause of patient effects of stroke, thrombus, heart failure, dyspnea, atrial flutter and insufficiency could not be determined. The reported surgical intervention is result of surgical removal of the valve. The unexpected medical intervention was initiated to manage atrial flutter through heart rate control strategy.